Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 330cc mentor smooth round high profile prosthesis and experienced left -sided deflation postoperatively. As a result, the patient underwent removal without replacement on (B)(6) 2021. The complaint device was inadvertently discarded upon explantation and is not available for product evaluation.